Manufacturer narrative:
Medtronic was made aware of this event from information obtained within a popular (B)(6) publication and social (B)(6). It involves information specifically from page 3 of the article. It was not possible to ascertain specific device information from the publication or to match the events detailed within to previously reported events. All information provided to-date is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article however, a one-to-one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is unknown. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced popular media article: ¿get this thing out of my chest,¿ by (B)(6) 2021. Home office: (B)(6) if additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
A popular media publication was reviewed which contained information regarding ventricular assist devices (vads). The article discussed several cases of adverse events during vad support. One patient's course during vad support was complicated by the development of impaired vision. The patient was hospitalized and underwent "brain scans," which revealed an acute stroke as well as evidence of prior strokes, damaging the visual center of the brain. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was suspected of experiencing multiple transient ischemic attacks (tias) over the year prior to hospital admission, as there was no evidence of stroke on multiple head computerized tomography (CT) scans. Laboratory results suggested hemolysis and there was suspicion for thrombus formation. Transesophageal echocardiography (tee), right heart catheterization (rhc) and ramp studies were then performed, with the tee noting " 'smoke' consistent with early clot formation above aortic valve." The patient's coagulation status was sub-therapeutic and the patient was administered intravenous (IV) anticoagulation and oral anti-platelet medication. The patient later received additional oral anti-platelet medication as maintenance therapy.

Manufacturer narrative:
A supplemental report is being submitted for additional information. See b3, b5, g3, h6. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received indicated that the patient developed impaired vision from an acute stroke as well as evidence of prior strokes. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.